Event description:
It was reported that, during a pre-use check on the product, the customer noticed leakage of air from it. Also, a part of the anesthesia circuit was found deformed. No patient injury was reported.

Manufacturer narrative:
(UDI) and (510k) are unknown; no additional information was provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample was received in used conditions without its original packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches under normal lighting; embedded resin in the tube was found. Functional test: a leak test was performed; the breathing circuit did not pass the test. The most probable root cause of the issue was deemed to be manufacturing-related. Action(s) taken to mitigate the reported issue(s): a corrective and preventative action has been opened to address the reported issue.